Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged therapy electrode pad) was confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the electrode belt had an open along the front pulse wire. The root cause for the open wire was excessive force. Belt is designed to meet the mechanical requirements of iec (B)(4). See crf (B)(4). No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported a damaged therapy electrode pad.